Event description:
A malfunction was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support assisted the customer in resetting the pump, ensuring the malfunction code did not recur. There was no further adverse impact reported after the corrective actions, and the customer was instructed to continue using the pump and to call back if any issues reoccurred.